Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer stated that the rn reported that the enfit connector leaked around either the tube or the luer connector.